Event description:
Five minutes into ablation procedure, boston scientific genesys hta unit halted its cycle and advised a check of the fluid type being used. Fluid was the correct 0.9% saline. The cycle was restarted, and the machine spontaneously shut down and began cooling. Surgeon determined that adequate amount of ablation had been performed before issue arose, so the procedure was terminated without harm to patient.what was the original intended procedure?hysteroscopy with d&c and hydrothermal ablation.device #1is this a laboratory device or laboratory test?no.